Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed at too shallow of a depth and was recaptured. Subsequently, the valve was deployed a second time at a greater depth; however, the patient developed completed heart block during deployment. The valve was recaptured again, deployed a third time, and implanted in the patient. The complete heart block did not resolve during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {(B)(6) 2024}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed at too shallow of a depth and was recaptured. Subsequently, the valve was deployed a second time at a greater depth; however, the patient developed completed heart block during deployment. The valve was recaptured again, deployed a third time, and implanted in the patient. The complete heart block did not resolve during the procedure. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted three days following valve implant. Approximately one week later, hemorrhaging at the access site was observed. No additional adverse patient effects were reported. Additional informationwas received that a left transfemoral approach was used as the delivery catheter system (dcs) access site with a minimum diameter of 6.5 mm x 7.9 mm. The injury to the left leg occurred after the procedure when the patient returned to the room. Per the physician, the cause of the injury was unknown; however, the dcs did not cause or contribute to it. Additionally, it was noted that the flexion of the abdominal aorta and the consequent insertion of the 18 fr non-medtronic sheath could have contributed to the injury.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed at too shallow of a depth and was recaptured. Subsequently, the valve was deployed a second time at a greater depth; however, the patient developed completed heart block during deployment. The valve was recaptured again, deployed a third time, and implanted in the patient. The complete heart block did not resolve during the procedure. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted three days following valve implant. Approximately one week later, hemorrhaging at the access site was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29; serial #: (B)(6); ubd: 2025-11-05; UDI: (B)(4). Corrected data: d10. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.